Manufacturer narrative:
H3, h6: the reported device was returned for evaluation. A visual evaluation showed one ultra fast-fix was returned in original packaging with the batch number of the complaint on the label. The t1 and suture are off the needle but still attached to the t2. The t2 is on the tip of the needle. The suture has a wax ball on the end of it. The variable depth straw is not trimmed and is off the device. A functional evaluation found the wax ball end of the suture could not fit into a reference knot pusher suture cutter. The root cause was associated with the manufacturing process. A review of historical escalations found that corrective actions were previously initiated to address the "wax ball" issue. Updates to the assembly instructions, risk documentation, and manufacturing process/drawings were performed to mitigate the reported issue. Further corrective actions are no recommended at this time.

Manufacturer narrative:
H6, type of investigation, codes updated.

Event description:
It was reported that during an arthroscopic procedure, the suture of the fast-fix 360 could not be threaded on the knot cutter tool. Surgery was completed with a back-up device instead. There was a significant surgical delay of more than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).